Event description:
Procedure type: lung biopsy. According to the reporter: the trocar tip chipped off in the pt's thoracic cavity. All pieces were retrieved and a new trocar was put in. It just took a few minutes to retrieve the plastic pieces. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).